Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection of the lead revealed dried body tissue at the base of the helix. There was nothing visually wrong with the lead that would cause dislodgement.